Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of six (6) years. The reason for re-operation was due to aortic stenosis. A 20mm transcatheter valve was successfully implanted with no complications. The patient is listed as doing well, post-operatively.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to critical aortic stenosis and degeneration. The patient tolerated the procedure well and was discharged on pod #2.